Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction occasional blackout was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited occasional blackout. There were no reports of patient involvement.